Manufacturer narrative:
The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was not returned with the rest of device. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer originally reported that the device would not activate when the battery was attached. A new device of the same type was opened and used for the case. The device was returned for evaluation with a piece of the active waveguide missing. The customer was contacted and stated they do not know the location of the fractured piece.